Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer passed away at home. The cause of death was low blood glucose. The caller stated that the customer had low blood glucose and brain damage that may have led to the customer's passing. The customer¿s blood glucose was 16 mg/dl before the customer passed. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. When the customer was found with the low blood glucose it was too late. The customer suffered a low 9 months prior to passing which led to brain damage and they got hospitalized. The caller declined to return the insulin pump for analysis as they no longer have the devices.